Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an error message (sf189) indicating a safety assert system fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to software. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had power issues. There was no patient harm or serious injury reported as a result of this incident.